Manufacturer narrative:
A philips authorized service personal (asp) evaluated the device and found that the speaker assembly and mainboard were faulty. The speaker assembly and mainboard were replaced to resolve the issue. The device was operational after repairs were completed and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the device has a defective speaker. It is unknown if the device could produce an audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.